Event description:
Patient was asymptomatic. At time of impression dr. Attempted full torque of abutmetn screw. Patient had spontaneious pain but after numbed, was able to torque all the way to 25 with no mobility. Assumed dr. Had pinched her gums previously. Implant came out at home 6 weeks later, before final restoration placed.